Event description:
During routine testing at installation of bracket, customer noted the input and output labels on the bracket were reversed. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.